Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the hospital had purchased five c1s as a covid-19 measure. However, the c1s were in the room without any opportunity to use them. A local staff member visited the hospital to upgrade the c1s. When he checked the c1s, the o2 input flow test was ng for all c1s. He replaced the high-pressure oxygen hose and checked the oxygen pressure, but the problem persisted. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g1, g3, g6, h2, h3, h4.

Event description:
The following was reported to hamilton medical ag: the hospital had purchased five c1s as a covid-19 measure. However, the c1s were in the room without any opportunity to use them. A local staff member visited the hospital to upgrade the c1s. When he checked the c1s, the o2 input flow test was ng for all c1s. He replaced the high-pressure oxygen hose and checked the oxygen pressure, but the problem persisted. No patient involvement.